Manufacturer narrative:
Concomitant medical products: 694765 lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further reported that the right atrial (ra) lead exhibited possible undersensing and oversensing and inability to confirm consistent capture. The ra lead remains in use. No further patient complications have been reported as a result of this event.